Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10 (the full name of the device was omitted in the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the event occurred because of a conduction failure due to water invasion of scope connector. A definitive root cause cannot be identified. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope was connected to the video system center, and an e315 unsupported scope error occurred. The issue was found during preparation for use in a therapeutic bronchoscopy procedure. No other devices were involved in the procedure. No delay occurred for the procedure. The procedure was completed with another olympus bronchoscope with the same model number. There were no reports of patient injury or harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to clean the contacts with 70% ethyl or isopropyl alcohol with a lint-free cloth and connect the scope again. If the error occurs again, the bronchovideoscope would have to be sent into the national service center for evaluation and repair. The issue was not resolved. The device was returned to olympus for evaluation. Additional non-reportable malfunction was found during evaluation were as follows: channel leak, plastic distal end cover (c-cover) rubber leak, bending section cover (a-rubber) was removed for evaluation, new a-rubber glue was required, forceps passage channel leak, the bending section failed electrical continuity (ec), insertion tube had a dent and buckle, and control body was wet and after aeration dry, and the scope connector was wet and after aeration was dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.